Manufacturer narrative:
B5; additional information received: it was confirmed that there is no allegation against the device model vnmc4343c175tj (B)(6).medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent grafts were implanted during the endovascular 2 debranching treatment of a 67mm thoracic aortic aneurysm. Vnmc4646c175tj (B)(4) was placed on the proximal side in a stacked shape and vnmc4343c175tj (v30426749) was placed on the peripheral side. It was reported approximately 1 year post the index procedure follow-up CT demonstrated that the proximal end of vnmc4646c175tj had migrated in the peripheral direction. The physician elected to completed intervention and a thoracotomy was performed on (B)(6) 2022. During the intervention procedure imaging of the exterior of the implanted valiant navion graft vnmc4646c175tj showed that the sutures stitched on the stent were frayed and the physician decided to explant the stent graft. Arch replacement was performed and an open stent was placed and connected to vnmc4343c175tj. The surgery was completed and the patient was hospitalized for postoperative management. Upon observation of the removed vnmc4646c175tj, tears in the seam region were not confirmed, but a crimp fracture in the second proximal stent was confirmed. As per the physician, although the suture sewn to the stent was frayed and the crimp was fractured, migration occurred. It was noted that the patient had a proximal neck length of less than 25mm as indicated by the IFU of the valiant navion covered seal (in this case, only 20mm of the proximal neck was secured). It is unknown whether the migration occurred due to the suture and crimp fracture, or whether the frayed suture and crimp fracture occurred due to the migration. No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
Additional information received : corelab review of CT images reveled a fracture on the vnmc4646c175tj (B)(6) stent graft. No endoleak, stent ring enlargement or aortic enlargement were observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis explant graft(s) decontaminated with hydrogen peroxide and sodium hypochlorite pending further device testing to support the final product analysis findings. Slight angulation observed to the graft. A fracture was visible to the stent ring weld on sr2. Abrasion tears were observed on the graft fabric on sr 1 and 2. Suture breaks were visible on multiple stent rings. Lift of the stent ring away from the fabric was observed on a number of stent ring. The reported fracture was confirmed through analysis of the explant graft. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.